Event description:
A tri-ad tricuspid ring was implanted and patient was brought off cardiopulmonary bypass. Upon evaluation of tricuspid valve using trans esophageal echo, the tricuspid valve had significantly more regurgitation than prior to the procedure. Tricuspid ring was removed. Manufacturer response for tri-ad adams tricuspid ring, tri-ad adams tricuspid ring (per site reporter: manufacturer provided product return kit.